Event description:
It was reported that the radiofrequency (rf) ablation generator's rf power display malfunctioned. The generator was returned for service. Per follow-up, there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a display malfunction and therefore the intermittent power liquid crystal display was replaced. No other anomalies were found. (B)(4).